Event description:
It was reported that during the assembly process to place an arterial line, the disposable pressure transducer was not giving a reading on the monitor. The staff was unable to test and zero the monitor. Reportedly, 3 transducers from the same lot were used before getting another lot number that worked. It was further reported that all of the affected lot number was removed from their shelves and a notice was sent to other sister hospitals to remove this lot number. No pt complications were reported.

Manufacturer narrative:
The device was not returned for eval.